Event description:
The lay user/patient contacted lfs alleging that the ultralink meter has a power issue and reverts to the set up mode. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The meter powered on by pressing the power button. The patient was using the correct vial of test strips. The meter did not power on, when the test strip was inserted all the way into the test strip port. Meter is not a new product (out of box). Meter was replaced. The complaint is being reported due to the power issue and the meter reverting to the set up mode.

Manufacturer narrative:
Lifescan has requested the return of the subject meter of evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.